Manufacturer narrative:
Combination product: yes.

Event description:
The orsiro mission drug-eluting stent system was selected for treatment of a moderately calcified lesion in a severely tortuous segment of the distal lcx. The device was unable to cross an old stent (isr) proximal to the target lesion "due to wire bias against the old stent struts".